Event description:
It was reported that a minimum fill notification occurred, however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.